Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep provided phone support for the customer. It was indicated that the system booted successfully. No additional info has been disclosed.